Event description:
Device malfunction: suture retrieval. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, no suture was present. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). The device is expected to be returned for evaluation. It has not yet been received.